Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed, and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm, a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for all available lot numbers. The devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released, according to documented procedures. And a device is not released, if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No update.

Manufacturer narrative:
If additional information or investigation results are made available, they will be provided in a supplemental report.

Event description:
It was reported that there was an issue with as vega ps tibial plateau. The original implants had been a vega knee system, which later required tibia revision. This initial procedure occurred in (B)(6) 2017. It was noted that no cement adhered to the baseplate. The cement mantle was still complete on tibia. A revision surgery was necessary. Additional information was not provided nor available / was not available. The adverse event is filed under xc reference (B)(4). Involved components - palacos r cement. Associated medwatches: 2916714-2020-00708.